Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a free perforation in a mildly calcified, de novo lesion in the heavily tortuous distal right coronary artery (rca) , a 2.8x19 rx graftmaster covered stent system was advanced without force, but failed to cross the target area due to heavy vessel tortuosity and the proximal shaft became fractured (not separated into two pieces). The target area was successfully treated via balloon angioplasty. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No other device or procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of device (proximal shaft) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 2.8x19 rx graftmaster covered stent system with its proximal shaft separated into two pieces; not fractured as reported. Additional information received confirmed that the correct device was returned and that the site was aware of the proximal shaft separation; it had occurred during the attempt to cross but was able to be withdrawn without difficulty. No additional information was provided.